Event description:
The customer reported a blue fluid leak of approximately one (1) cup from near the vacuum trap on a coulter hmx hematology analyzer with autoloader during instrument startup. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve (pv49) tubing was leaking, and replaced all tubing at pv49 to resolve the leak. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).